Event description:
Customer reported that his tape would not detach. He stated that when he would put the tape over the sensor, the top part would not come off. As a result, the sensors are useless. Customer's blood glucose was 115 mg/dl. No additional information provided.

Manufacturer narrative:
Reliability analysis evaluated 3 random sealed adhesive tapes. Adhesive tapes found with proper adhesive (sticky) material. Adhesive tapes pass.